Event description:
At about 4 months after the primary, the patient came in reporting stiffness. Open arthrolysis has been performed in order to restore the joint mobility.

Manufacturer narrative:
Batch review performed on 25 august 2025: gmk-spherika 02.12.ka16r femoral component spherika cemented s6+r lot. 2401780 (k211004) lot 2401780: (B)(4) items manufactured and released on 24-april-2024. Expiration date: 2029-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implants revised, batch review performed on 25 august 2025: gmk-spherika 02.07.1206r tibial tray fixed cemented size 6 r (k090988) lot 2412638: (B)(4) items manufactured and released on 02-sep-2024. Expiration date: 2029-07-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.12.0610fr tibial insert fixed sphere flex size 6/10 mm r (k121416) lot 2108933: (B)(4) items manufactured and released on 16-sep-2021. Expiration date: 2026-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusion: the development of stiffness of the joint is a rather commonly described possible complication following tka, surgeon decided to treat the patient with knee manipulation. There is no indication that any potential issue with the device may have caused or contributed to the event.